Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported issues were confirmed via logs, but were not replicated in-house. The usm was tested on an in-house system in normal mode where error 32058 was triggered. The usm was also tested on a patient side cart fixture test platform (pftp) where the sensors check test failed on the yaw sensor. Upon visual inspection, there were no visible signs of physical damage or fluid intrusion.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system had repeated recoverable faults on universal surgical manipulator (usm) 1. The surgeon attempted to recover, but the fault kept returning until the customer disabled the arm. The review of system logs confirmed 32100 errors for usm1 pointing to the axes controller, motor (acm) board. The surgeon continued with the case using usm 2, 3, and 4. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable fault, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. Fse replaced the universal surgical manipulator (usm) 1. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, analysis is not yet completed. Follow-up MDR will be submitted with analysis findings. Based on the field evaluation, this reported event was confirmed which indicates that the device did contribute to the customer reported issue.